Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the complaint is for a guide break at the end of the guide tube; however, this cannot be confirmed. Guide breaks in this location are generally related to a steep angle of insertion or torque manipulation of the device with the foot open. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the prostyle device was broken where the wire comes out from. Therefore, the device was removed and replaced. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.